Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "starting two beeps missing" was confirmed during product evaluation. The root cause of this condition was assigned to a defective user interface module printed circuit board (uim pcb). The uim pcb was replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92.

Event description:
The facility reported a colleague infusion pump with the reported condition "starting two beeps missing". It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should the device or additional information become available, a follow-up medwatch will be submitted.